Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Correction: annex b : b21, annex c : c21, annex d : d16. Additional information : device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer, remedial action required, remedial action #. Annex a : a0404, a040502, a0709, a040507. Annex g : g04055, g04052, g02017, g0301204, g04061. Annex b : b01. Annex c : c23, c0601, c07. Annex d : d01, d02. H3 other text : see manufacturer narrative,